Manufacturer narrative:
The following repair and service diagnostic codes were identified: cracked/peeling insulation at tip of shaft. Replaced handle. The following was observed: cracked/peeling insulation at the tip of the shaft. The handle was replaced. This does confirm the alleged failure mode of insulation damage. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.